Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 06/12/2026, intuitive surgical, inc. (Isi) received user facility report stating: fenestrated bipolar forceps wire sticking out from instrument tip, surgical team noticed while inside pt and removed. X-ray taken of abdomen/pelvis in or per broken instrument policy. Radiologist confirms no foreign objects visible on scan.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.